Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk. Pump unable to prime during prime test due to loose/protruded drive support disk. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test and rewind. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 268mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.